Manufacturer narrative:
On 6th october 2023 we have received the item involved in the event. The item has been analyzed and it has been confermed what already communicated in the preliminary investigation. Visual inspection perfromed by r&d project manager (same as prelinimary investigation): according to picture received, the pedicle screwdriver broke on the torx t20 interface with the screw, with a 45° angle, sign of excessive torque applied. For the pedicle screwdriver, breakage can occur in case of high insertion torque, typically related to large diameter screws (more or equal to 7mm), long screws (more or equal to 60mm), and/or hard bone (e.g. Sacral bone, sclerotic bone). In such cases, bone tapping is recommended in the surgical technique. In this case, information about screw size, tapping performed, bone quality, and level are unknown. Surgery was completed with another screwdriver. The instrument set includes a second pedicle screwdriver and another "simple" screwdriver (ref 03.51.10.0140 or equivalent) to complete the surgery in case of breakage. The strength of the tip of the screwdriver is determined by the dimension of the interface (hexalobe t20) and the material (aisi 420 mod), which are comparable to predicate devices. Geometrical features are driven by the implant design and are equivalent to similar products in the market. The material is among the strongest for such application in terms of strength and hardness.

Manufacturer narrative:
Batch review performed on (B)(6)2023. Lot 2057424: 21 items manufactured and released on 22-apr-2022. No anomalies found related to the problem. To date, no other similar events have been reported on the same lot during the period of review. Preliminary investigation performed by r&d project manager based on the picture received according to picture received, the pedicle screwdriver broke on the torx t20 interface with the screw, with a 45° angle, sign of excessive torque applied. For the pedicle screwdriver, breakage can occur in case of high insertion torque, typically related to large diameter screws (more or equal to 7mm), long screws (more or equal to 60mm), and/or hard bone (e.g. Sacral bone, sclerotic bone). In such cases, bone tapping is recommended in the surgical technique. In this case, information about screw size, tapping performed, bone quality, and level are unknown surgery was completed with another screwdriver. The instrument set includes a second pedicle screwdriver and another "simple" screwdriver (ref 03.51.10.0140 or equivalent) to complete the surgery in case of breakage. The strength of the tip of the screwdriver is determined by the dimension of the interface (hexalobe t20) and the material (aisi 420 mod), which are comparable to predicate devices. Geometrical features are driven by the implant design and are equivalent to similar products in the market. The material is among the strongest for such application in terms of strength and hardness.

Event description:
During surgery the tip of the must pedicle screwdriver broke. The surgery was delayed of 3 hours in order to remove the pedicle screw because the instrument tip was stuck in the tulip.